Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. The removed pcb assemblies were removed and returned to the failure analysis center for evaluation.  The cause of the reported issue was determined to be due to a shorted integrated circuit chip, designator u61 from the system controller pcb assembly.

Event description:
The customer reported that their device had its service indicator illuminated and would not complete its boot up cycle. In this condition, the device could not be used to deliver defibrillation therapy, if needed. There was no report of any patient use associated with the reported issue.